Event description:
The customer reported via phone call that the insulin pump kept alarming low battery and failed battery test. After changing the battery on the insulin pump, the customer continued to receive low battery alarms. Customer's blood glucose level was 440 mg/dl. The customer treated their high blood glucose level with 18 units of insulin. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.